Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Photo analysis: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photo shows a winding former with a partially dispensed suture, the needle is not visible in the photo, it has product code sxpp1a401. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one open sample pertain to the product code sxpp1a401. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, and body fluids were noted along of the strand. In addition, the sides of fixation tab were broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As the product code sxpp1a401 contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined. The functional test could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. Before use on the patient, it was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Upon evaluation of the returned device, during the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, and body fluids were noted along of the strand. In addition, the sides of fixation tab were broken. No additional information could be provided.